Manufacturer narrative:
User had two sensors in his arm which were successfully removed and a new sensor was inserted on (B)(6) 2024.user is doing fine and no further investigation is required. Date of this report 09 june 2024 primary unique device identifier (UDI) number updated to (B)(4). Explanted date updated to 17 may 2024 date received by the manufacturer? 20 may 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 21, 2023, senseonics was made aware of an adverse event where the user experienced a failed removal attempt while getting inserted with a new sensor.